Manufacturer narrative:
This initial and final emdr is being submitted to FDA for outside us like products reporting. The product was returned to the manufacturer, and the product investigation was conducted, with results noted below. The iol was found inside the middle of the injector tip. The leading haptic was detached from the optic and not returned. Trace of polymerization was found at the optic edge. This shows the leading haptic was attached to the optic as of manufacturing site. The trailing haptic was tucked into the optic and deformed at the root. We assumed the rod was advanced backward and re-advanced. Then, the trailing haptic was pushed by the rod and tucked. The rod was in contacted with the optic. Trace of lubricant was found inside the injector but it was not found in front of the iol. The dye test result showed the injector tip was properly coated. We could release a re-installed iol from the returned injector without any problems. The root cause of the event could not be determined. However, from our investigation, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Broken haptic. Damaged haptic before implantation. Event occurred in (B)(6). There was no impact to the patient, but it was reported to the local authority by the hospital.